Event description:
Information received indicates the brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom technician indicated the brakes will not hold on the bed. The technician adjusted the brake casters to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for the caster tires and central break and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the breaks should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.